Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a detached retainer ring and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to detached retainer ring and missing reservoir tube o-ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken reservoir tube lip, cracked battery tube threads, cracked case (battery tube), label damage. Detached retainer ring and missing reservoir tube o-ring, unable to lock a reservoir in place and label damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer confirmed the location of damage was the reservoir compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1884l was returned for analysis.